Manufacturer narrative:
Conclusion: no device failure. The product was visually examined. The device history record was reviewed. Photographic images were made. Analysis showed no trend for 3801-5004 lot no: 068596794. Evidence that product in specification when used, undetermined.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00229. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component.